Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to other medical reasons. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on october 06, 2022.

Manufacturer narrative:
This report is submitted on october 31, 2022.